Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation

Event description:
It was reported that the patient was expected to undergo a revision surgery due to incontinence. The physician tried to activate and deactivate the system, but it did not work. An ultrasound of the inferior abdomen and scrotum noted device fluid loss. There were no patient complications.